Event description:
A doctor alleged that four (4) patients experienced the debonding of crowns after placement with maxcem elite. This is the fourth of four (4) reports.

Manufacturer narrative:
Details surrounding the incident and patient specifics with regard to age and gender were not provided by the doctor. The patient is awaiting the final placement of their crown; however, the patient is doing fine. The returned product was evaluated for adhesive strength, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process.